Manufacturer narrative:
(B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation and shortness of breath. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per a report from CT (computed tomography) dated (B)(6) 2016, "an ivc (inferior vena cava) filter is in position as described above with the tip below the bilateral renal vein inflow to the ivc at the l1 vertebral level and extends to the top of the l3 vertebral body. The inferior tips of the ivc filter are along the wall and may slightly protrude outside of the ivc wall. There is no evidence of inflammatory changes, bleeding, or thrombus."

Manufacturer narrative:
Additional information: investigative evaluation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "shortness of breath". Cook will reopen its investigation if further information is received. It is unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 28jul2016 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the femoral vein due to severe pelvic fracture & perioperative interruption of anti coagulation. Plaintiff is alleging shortness of breath.

Manufacturer narrative:
*** William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00486. New information was received identifying that the product was a cook inc. Manufactured device.**** (B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.